Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call to have had issues with sensor and removed it before it was due to be removed. Customer experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 70 and blood glucose was 115 mg/dl. Customer reported that on october 4th, blood glucose dropped to 33 mg/dl and paramedics were called. Customer was treated with IV and dextrose and refused transport to the hospital. After incident, customer began to wear sensor.